Event description:
The report stated that during a vaginal hysterectomy, the instrument jammed close on the large ligament after the integrated cutter was actuated. The device was pulled from the pt tissue. The tissue was sealed and cut effectively. There was no pt injury and no bleeding, as there were no vessels involved.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is completed, a follow-up report will be submitted. The site was asked to provide the pt age and weight, but has not yet responded.